Manufacturer narrative:
(B)(4). On an unreported date, antibiotic treatment was completed and after an unknown number of days of hospitalization, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. On the day of onset, the patient was hospitalized for the peritonitis. Beginning on the day of onset, the patient was treated with cefepime injection in the night bag intraperitoneally for fourteen days (dosage not reported) for the peritonitis event. Dianeal 2.5% therapy was ongoing, but it was not reported if dianeal 1.5% therapy was ongoing. The patient was recovered from the peritonitis event. It was reported that the peritoneal effluent fluid was clear and the patient was doing well. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.